Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the support arm adaptor was damaged. Additionally, the user fixed the patient's head in a doro skull clamp radiolucent which is not within the list of compatible devices. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, when attaching of the support arm to the head holder, doro skull clamp radiolucent, the clamp lever of the head holder adaptor of the support arm got stuck. There was no patient impact reported.